Event description:
The pt is status post total hip arthroplasty. Who is presented with increasing pain in his left hip. He has developed loosening by CT scan. The cup has become vertical indicating loosening as well.